Event description:
It was reported that during a follow-up, a patient alert was noted for low lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.